Event description:
While using a plaksmacker childrens sparkle toothbrush item #30015imp, the toothbrush crumbled in the (B)(6) child's mouth. The child may have swallowed some of the plastic pieces but it does not appear that she has any injuries at this time. This incident was reported to plaksmacker customer service, they stated they would f/u with their quality department.